Manufacturer narrative:
Concomitant medical products: 409258 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia (at)/atrial fibrillation (af) episodes. It did not appear to alter device function or detection. The lead remains in use. No further patient complications have been reported as a result of this event.